Manufacturer narrative:
Completed information for section a patient information: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed alinity c creatinine results for on a patient. Result was not reported to medical provider. The following data was provided: on (B)(6) 2026, sid (B)(6); initial result 1.10 mg/dl. Sample was repeated on another processing modules and results are listed as below for same sid. (B)(6) ,(B)(6), 12:46): 2.21 mg/dl, (B)(6), (B)(6), 13:50): 2.34 mg/dl, (B)(6), (B)(6), 14:31): 2.26 mg/dl, (B)(6), (B)(6), 14:32): 2.23 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot 75242ud00 performs as expected for this product. A review of tracking and trending for the creatinine2 assay did not identify any related trends. A review of the device history record did not identify any non-conformances, potential non-conformance or deviations with the complaint lot and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, indicating that the lot performs as expected. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the creatinine2 reagent, lot number 75242ud00.

Event description:
The customer reported falsely depressed alinity c creatinine results for on a patient. Result was not reported to medical provider. The following data was provided: (B)(6) 2026, sid (B)(6); initial result 1.10 mg/dl. Sample was repeated on another processing modules and results are listed as below for same sid. (B)(6), (B)(6), 12:46): 2.21 mg/dl, (B)(6), (B)(6), 13:50): 2.34 mg/dl, (B)(6), (B)(6), 14:31): 2.26 mg/dl, (B)(6), (B)(6), 14:32): 2.23 mg/dl . No impact to patient management was reported.